Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized with low blood glucose on (B)(6) 2015. Customer reported their blood glucose was 12 mg/dl at the time of admission. Customer reported passing out from their blood glucose. The customer was admitted into the hospital for several days as a result. The customer also reported the insulin pump was misplaced during the hospitalization. The insulin pump will not be returned for analysis.